Event description:
It was reported by the patient that the pdm (personal diabetes manager) battery was swollen. The pdm battery is only lasting 12 hours. The battery was not hot to the touch and was not removed. It was also stated that there was battery was not exposed to water. The pdm screen was not responding and would freeze.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the pdm battery was swollen and that it was not holding charge. No lot release records were reviewed, as the product lot number was not provided.